Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured, and it exhibited low impedance and slightly varying thresholds. Most of the rv lead was explanted and replaced. The surgeon chose to not to remove the lead electrodes. No patient complications have been reported as a result of this event.